Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient with slit ventricle syndrome was implanted with a ventricular catheter on 1 (B)(6) 2013. According to the report, the patient was experiencing drowsiness, dizziness, instability, and walking difficulties. Reportedly, the catheter was explanted on (B)(6) 2015 as a part of the shunt system and was replaced with another manufacturer's product. The report stated that there was no injury to the patient and the patient has improved. It was later reported that the ventricular catheter was working properly.

Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional patient/device information: the patient age was originally reported to be 35 years. However, it was later reported that the patient's age was (B)(6) years. This has been updated. The patient initials were also provided and have been updated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.